Event description:
Company representative reported patient's infusion device has failed pixels over key data; such as basal rate and bolus amounts. Company representative stated the information can be misread. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display is broken due to a mechanical impact. The broken display cannot lead to misinterpretation of insulin amounts.